Event description:
The reporter stated that her daughter had been getting blood glucose test results below 40 mg/dl for two weeks. She said that her daughter had been experiencing blurred vision, and had gone to the hospital for testing each time she had a low test result (no further detail given.) She did not have any specific information on the testing method or results during her daughter's hospital visits, except to state that the readings were in the 400's. The reporter stated that the confirmation dot on her daughter's test strip would turn completely blue, but a light blue. No control solution was available for testing.